Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; g3; g6; h1; h2; h3; h6; h9. Complaint sample was evaluated, and the reported event was confirmed. Visual examination of the returned tasp identified signs of use with scuffs, scratches and dings present. The complaint was confirmed, one of the bearings and springs were disassembled / missing and not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that instrument tap(s) were returned disassembled on a worn instrument claim form and that not all pieces were returned. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) ¿ provisional. The customer has indicated product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.